Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the handle was jammed at odd angle and would not come off. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was december 7, 2016 where it was reported that the device had a bent comb and the roller, damaged comb, and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on may 24, 2017 revealed the ratchet was stuck on the end of the roller. The end of the roller, the gear, and the ratchet were all galled. The calibration was out of specification. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced a failing test cut and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 24, 2017 which included replacement of the ball detent, roller, worn bushings, damaged comb, gears, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the handle was jammed at odd angle and would not come off¿ was confirmed since during the initial inspection it was noted that the ratchet was stuck on the end of the roller. The reported event was confirmed since during the initial inspection it was noted that the ratchet was stuck on the end of the roller. While during the initial inspection it was noted that the ratchet was stuck on the end of the roller, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the handle was jammed at odd angle and would not come off. No adverse events have been reported as a result of this malfunction. Investigation revealed the damaged comb was replaced.